Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion in the distal circumflex artery. After intravascular ultrasound (ivus) was performed, the 2.5 x 15 mm xience xpedition stent delivery system (sds) was advanced, but became caught in the vessel, proximal to the lesion. The sds was removed from the anatomy without resistance, and it was observed that the stent had dislodged from the balloon. An attempt was made to retrieve the stent with a balloon, but when the balloon and the stent were brought back into the guiding catheter, the stent caught the tip of the guiding catheter. The devices were removed as a single unit, but the stent was not in the guiding catheter, and was not located. Imaging was performed and it was believed that the stent was in the aorta, but was then gone via the image. A non-abbott stent was implanted and the patient outcome was resolved. No additional information was provided.